Manufacturer narrative:
(B)(4) number added.

Manufacturer narrative:
Device repairs for implementation of field change order (B)(4).

Event description:
The customer reported that their surveillance experienced the 2018 adt reboot issue. There was no patient incident.